Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Pump was attempted to be charged using another usb cable and wall adapter. Pump did not turn on. Customer reverted to using manual injections for insulin therapy. Blood glucose was 215 mg/dl.